Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that boston scientific technical services (ts) was contacted regarding noise. Ts noted that the right atrial (ra) lead exhibited high, out-of-range pace impedance and confirmed noise on the ra channel. Ts recommended testing the ra lead. The ra lead was later replaced due to high, out of range pace impedance values of greater than 2000 ohms and oversensing. Ts noted that the lead was fractured, and minute ventilation oversensing was also observed. No additional adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted regarding noise. Ts noted that the right atrial (ra) lead exhibited high, out-of-range pace impedance and confirmed noise on the ra channel. Ts recommended testing the ra lead. The device and leads remain in service. No adverse patient effects were reported.